Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update. (B)(4) no longer applies.

Event description:
Additional information was received from the healthcare professional of the clinical study. A clinical diagnosis of a nonfunctional system was reported. Additionally, the patient reported he had reasonably good pain relief from the spinal cord stimulator (scs) but no longer found scs therapy to be helpful. The system was explanted on (B)(6) 2017 and the event resolved without sequelae. The event was not related to the device, therapy, or implant procedure; the etiology specified the patient had not used the scs system for the past year.

Event description:
Additional information was received from the healthcare professional of the clinical study regarding the explant that occurred on (B)(6) 2017. It was indicated there were no symptoms noted. Though, it was also reported the patient did not find scs therapy to be helpful any longer. The patient was not using the device any longer as the patient did not find it helpful to control symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) for a clinical study reported via a manufacturing representative (rep) that the device, implanted in 2006, had been inactive for 2 years and an explant was planned in the future. The hcp of a clinical study additionally reported via a rep that the system initially controlled the symptoms, but lost effectiveness on (B)(6) 2017. The indication for use included radicular pain syndrome (radiculopathies).